Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Malpositioned stent and hypotony are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Malpositioned stent and hypotony are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following an uneventful cataract surgery, the surgeon suspected to have implanted ¿low¿ one (1) of two (2) stents from a trabecular microbypass stent system. Unable to reform the chamber, the surgeon applied atropine for potential aqueous misdirection. The report could not confirm if the observed hypotony was reported the stent procedure. Through follow-up, the surgeon conferred with glaukos medical monitor who reported that the aqueous misdirection resolved and is unrelated to the stent placement. In addition, potential causes for the reported adverse event including treatment protocols, were discussed based on the patient¿s most recent iop. Additional information has been requested.

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Malpositioned stent and hypotony are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Malpositioned stent and hypotony are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following an uneventful cataract surgery, the surgeon suspected to have implanted ¿low¿ one (1) of two (2) stents from a trabecular microbypass stent system. Unable to reform the chamber, the surgeon applied atropine for potential aqueous misdirection. The report could not confirm if the observed hypotony was reported the stent procedure. Through follow-up, the surgeon conferred with glaukos medical monitor who reported that the aqueous misdirection resolved and is unrelated to the stent placement. In addition, potential causes for the reported adverse event including treatment protocols, were discussed based on the patient¿s most recent iop. Additional information has been requested.